Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Unit passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin pump error alarms noted during testing, however insulin pump error (file number = 38; line number = 442) and insulin pump error (file number = 32122; line number = 2690) found in pump history files, problem isolated to electronic assemblies as per global logic analysis. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear the alarm but did not request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.